Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 3 sensor. Customer received a "replace sensor" message after 11 days of sensor wear and was unable to obtain readings. As a result, customer experienced symptoms described as speech disorders and cognitive impairments and was unable to self-treat. Contact with paramedics was made and customer received unspecified treatment. No additional details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 3 sensor. Customer received a "replace sensor" message after 11 days of sensor wear and was unable to obtain readings. As a result, customer experienced symptoms described as speech disorders and cognitive impairments and was unable to self-treat. Contact with paramedics was made and customer received unspecified treatment. No additional details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 3 sensor. Customer received a "replace sensor" message after 11 days of sensor wear and was unable to obtain readings. As a result, customer experienced symptoms described as speech disorders and cognitive impairments and was unable to self-treat. Contact with paramedics was made and customer received unspecified treatment. No additional details were provided. There was no report of death or permanent impairment associated with this event.